Event description:
New information received indicates that the patient's system was set to left ventricle only pacing and that intrinsic r-waves were over-sensed. There were no instances of pacing inhibition, and the patient was asymptomatic.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited non-sustained over-sensing. The patient was stable. No further information was available.

Event description:
Additional information received on february 13, 2025 indicates that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited additional episodes of r-wave over-sensing while the device was programmed to left ventricular pacing only. In addition, the episodes resulted in non-sustained t-wave over-sensing. The patient was stable.

Event description:
Additional information received on march 3, 2025 indicates that the patient was seen on (B)(6) 2025 and programming changes were made. The patient did not report any symptoms.